Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer¿s insulin pump had stopped working. The customer was not on the line and a representative called on her behalf. The caller did not provide a name and the customer was not available. Troubleshooting was not performed. The call was dropped. No further information was given. The device will not be returned for analysis.